Event description:
It was reported pt had a staph infection following implant. Pt was implanted with an implantable neurostimulator (ins) on (B)(6)2009, and got a staph infection. Pt said he was the "1% that cannot tolerate having an ins." It was later reported that pt was explanted on (B)(6)2010. Add'l info has been requested and will be reported as follow-up as it becomes available.

Manufacturer narrative:
(B)(4)